Event description:
It was reported that the 3.0 x 8 mm nc trek was being used to post-dilate a non-abbott stent implant that had been deployed in the 65% stenosed left anterior descending (lad) artery; however, the dilatation balloon ruptured during the first inflation at 4 atmospheres. There was no resistance felt during advancement or retraction of the balloon catheter in the patient. The patient experienced st elevation and chest pain and an air embolus was suspected. It was confirmed that a myocardial infarction did not occur. After dilatation balloon removal, angiography noted no flow in the lad that was treated with a non-abbott dilatation balloon. Additionally, pain relief was given as well as oxygen for treatment. No other intervention was required as the symptoms were resolved. Timi 3 flow was restored. All this took about four minutes resulting in a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was unable to be confirmed; however there was a tear in the shaft which was what was likely perceived as the rupture. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The reported patient effects of angina, embolism, and occlusion, as listed in the nc trek coronary dilatation catheter instructions for use (IFU) are known adverse events associated with coronary dilatation procedures. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. It was reported the balloon was not soaked prior to use. It should be noted that the preparation for use section of the IFU states: submerge the balloon in heparinized normal saline during balloon preparation to activate the coating. In this case, it does not appear that the failure to soak the balloon caused or contributed to the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): incorrect prep. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.